Event description:
Procedure type: sigmoidectomy. According to the reporter: customer states that after loading the device, reload status indicator was showing green flashing. Tried to re-loaded the device, but calibration would not stop. They re-loaded the device, the jaws articulated on its own. The device was not used on the patient. There was no reinforcement material used.

Manufacturer narrative:
(B)(4).